Manufacturer narrative:
Device evaluation: returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device customer's reported problem was confirmed. The pump's air detector was found to be not operated properly during the investigation. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy displayed "alarms even without any kinks in the line." No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that the patient switched to backup pump and infusion was life sustaining. No patient harm